Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that during removal the tampon unraveled inside of her and she had to scrape inside to make sure all of the tampon was removed. This event occurred with two tampons. There have been three attempts ((B)(6) 2018) to contact the consumer for more information; whereupon, no answer was received. It is unknown if the consumer received medical assistance. No further information is available at this time.